Manufacturer narrative:
A ge representative evaluated the system and tightened the brake and casters. System operates as intended.

Event description:
Customer reported brakes and front casters are loose. No patient injury was reported.